Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2019 a biozorb was implanted in the patient, and the patient reported suffering from a hard, painful, palpable lump where the biozorb was implanted. The patient also reported suffering from severe pain and discomfort when wearing certain clothing, such as a bra, as any pressure on the device location causes significant pain. The patient reported having difficulty sleeping and is unable to sleep on her left side due to the pain caused by the biozorb device. The patient reported that required an additional biopsy due to the biozorb device causing significant necrosis of the breast and giving a false-positive during a mammogram. No additional information available.

Manufacturer narrative:
The device involved in the event was as biozorb 2x3, item number f0203.

Manufacturer narrative:
It was reported that the patient is a 40-year-old, pre-menopausal female 137 pounds, bmi of 23.85, with a lesion noted on screening breast imaging which showed new microcalcifications in the left breast, lower outer quadrant 5cm from the nipple. She underwent core needle biopsy showing high grade ductal carcinoma in situ of the breast with comedo-necrosis (ER positive at 91-100% and pr positive at 21-30%). A bilateral breast MRI scan showed 2.4x2.1x1.1cm area of non-mass like enhancement in the inferior left breast at 6 o¿clock. No adenopathy was noted bilaterally, and no suspicious areas were noted in the right breast. Preop clinical stage tisno, stage. On (B)(6) 2019, the patient underwent left lumpectomy with additional infero-lateral margin. A 2x3cm biozorb was placed and was secured with 3-0 vicryl sutures. The wound was then closed in layers using a series of 3-0 vicryl deep interrupted sutures followed by 4-0 monocryl subcuticular running suture. Implant procedure pathology report: per post op noted, pathology revealed grade ii dcis with a very close inferior margin (<1mm). Stage tisnomo, anatomic stage 0 and prognostic stage 0. Per oncologist note pathologic stage ptis (dcis) pnx. ER/pr positive for tumor cells in dcis. 2 weeks post operative report "left breast has a well-healed surgical scar under the left nipple. There are no palpable masses, suspicious skin lesions or nipple discharge bilaterally." Due to close inferior margin, the patient required re-excision lumpectomy, which was performed on (B)(6) 2019. During re-excision procedure, the seroma cavity from the previous lumpectomy was entered and the previously placed 2 x 3 cm biozorb radiation therapy tissue marker was temporarily removed. Tissue inferior to the seroma cavity was then removed and oriented with a long silk suture laterally, short silk suture superiorly, and a medium length suture anteriorly. The wound was copiously irrigated with saline solution and hemostasis was assured. A cavity block was then performed ¿ 2 x 3 cm biozorb radiation therapy tissue mark was then brought back up onto the field and placed in the lumpectomy cavity at the site of the resected tissue. The wound was then closed in layers using 3-0 vicryl deep interrupted sutures followed by 4-0 monocryl subcuticular running suture. "There is no indication in the operative note that the biozorb was re-anchored with sutures. Re-excision pathology revealed residual dcis with a close surgical border. The decision was made to not perform a third excision, rather treat with radiation and tamoxifen. Patient underwent radiation therapy followed by tamoxifen. Breast exam on (B)(6) 2019, post radiation and approximately 4 months post implant notes, "left breast has a well-healed surgical scar under the left nipple. There are no palpable masses, suspicious skin lesions or nipple discharge bilaterally." Office visits, on (B)(6) 2019, approximately 7months post implant procedure and (B)(6) 2020, approximately 1 year post procedure, noted that the biozorb was palpable though there was no indication of other breast related symptoms or tenderness. Exam on (B)(6) 2021, approximately 2 years post implant, notes biozorb remained palpable but less prominent. Mris (B)(6) 2020, (B)(6) 2022, (B)(6) 2022 noted no acute disease with "artifact" from the biozorb. Mammogram and ultrasound on (B)(6) 2022, noted a focal asymmetry just anterior to the biozorb on the left and a biopsy was recommended. Biopsy revealed benign mammary tissue with dense stromal fibrosis, biopsy site changes and fat necrosis. Exam on (B)(6) 2022, approximately 3 years post implant, notes "the breasts are normal in appearance except for volume loss adjacent to the lumpectomy scar in the left breast. There is no skin dimpling, nipple retraction or nipple discharge noted bilaterally. There are no palpable masses or area of tissue thickening noted bilaterally. No axillary adenopathy is noted bilaterally. Biozorb is much less prominent on exam today as compared to last year." Breast exam in (B)(6) 2023, over 4-year post implant, notes "left: normal. No swelling, bleeding, inverted nipple, mass, nipple discharge, skin change or tenderness." Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Manufacturer narrative:
An investigation was completed: it was reported that on (B)(6) 2019, a biozorb was implanted in the patient, and the patient reported suffering from a hard, painful, palpable lump where the biozorb was implanted. The patient also reported suffering from severe pain and discomfort when wearing certain clothing, such as a bra, as any pressure on the device location causes significant pain. The patient reported having difficulty sleeping and is unable to sleep on her left side due to the pain caused by the biozorb device. The patient reported that an additional biopsy was required due to the biozorb device causing significant necrosis of the breast and giving a false-positive during a mammogram. No additional information available. No initial evaluation could be performed because there was no returned sample for this complaint. The sample was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not able to be performed. Investigation into several of the harms reported in this complaint was performed from a clinical literature review, as well as an investigation into the design and risk of the biozorb product. The harms identified during this complaint are: major pain (pain/discomfort/device palpability/sleep disfunction/failure to resorb), major tissue damage (necrosis), physical asymmetry (deformity), a review of clinical literature performed on lumpectomies, and their associated complications was performed. A summary of this review concluded that, while lumpectomy is a well-established option for breast cancer treatment, it inherently carries risks of complications, most notably infections, seroma formation, chronic pain, and wound healing issues. The literature demonstrates variation in complication rates based on surgical technique, additional therapies (such as intraoperative radiation therapy (iort) or radiation), and individual patient factors, with infection rates ranging from 2% to 10% and seroma rates from 11% to 65%. Chronic pain, particularly neuropathic pain, affects nearly one-third of patients. (Kwee et al. (2024)), migration can be influenced by several patient related factors which can influence the likelihood of migration after lumpectomy, such as breast density, biopsy location, and biopsy approach. Per a study by ashali jain et al. (2017), marker migration is a relatively common occurrence following stereotactic biopsies, happening in 13% of cases. Swelling is one of the expected events that could occur after surgery and/or radiation therapy regardless of the use of a biozorb device. Due to this, confirmation of the swelling during this event as a normal course of surgery vs being caused by the biozorb is not able to be done. Device explantation is based on the patient¿s physician¿s evaluation of their physical and health state and recommendation; therefore, an investigation into this intervention is not able to be performed for this complaint. Though complications are relatively common, most are manageable with appropriate postoperative care, making lumpectomy a viable option for many breast cancer patients when carefully monitored and followed up. An investigation was performed by subject matter experts (sme¿s) into several of the harms identified as being experienced by the patient related to design, risk management, and clinical factors. The results of these investigations and potential causes can be seen below; however, it is important to note that these results do not include medical input from a qualified medical professional: pain: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. The crystalline proportion in the device is unknown. Crystallinity may be causing irritation and foreign body reaction considering the long period of absorption of the device. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs, and therefore there are opportunities in design outputs and v&v activities. Migration: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. The crystalline proportion in the device is unknown. High crystallinity may be causing migration/erosion considering the long period of absorption of the device. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs. Based on the clinical literature review, the harms reported to be experienced by the patient in the complaint are common symptoms from surgery and lumpectomies; therefore, a confirmation of the biozorb causing the harms was not able to be done. However, based on the review of the top harms in regard to the biozorb design and risk documentation, the adverse events reported can be tracked back to a potential shared cause: lack of adequate user needs for the product. User needs define the framework for product development and lay the ground for the definition of design inputs, design outputs and later verification and validation activities. Other potential causes are related to inadequate test methods and/or the lack of evidence to support some specific product requirements. Conclusion: when comparing the safety outcomes of the biozorb marker with general lumpectomy complications, it becomes evident that some of the complications associated with biozorb may stem from the lumpectomy procedure itself. Both procedures share overlapping risks, although the biozorb device introduces additional considerations. However, it has been confirmed that the lack of defined user needs and inadequate test methods and testing evidence are potential root causes for the harms reported in this complaint. This cause will be further investigated and addressed in a CAPA. The risks associated with this complaint event are further described and evaluated against the product and its hazard analysis in the health risk assessment biozorb complaint analysis. Updates to the biozorb hazard analysis risk file will be monitored. Future events will be monitored and trended. Complaint confirmed: no device history record (DHR) review: a DHR review could not be performed because no lot information was provided.